Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexplained error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and broken battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir could not stay in unless held in place with hands. Customer does not know how damage occurred. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.